Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with fallopian tube and ovaries removed). Essure was removed. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2008 were reported, but not specified and/or assigned to one of the events. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.